Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve the native mean gradient was 31 m illimeters of mercury (mmhg). At discharge the mean gradient was 6mmhg. Three days following discharge the subject was admitted to the hospital with shortness of breath and possible flash pulmonary edema. The systolic blood pressure was >200 millimeters of mercury (mmhg). A 6 pound weight gain with progressing dyspnea led to a sudden hypoxia onset. A chest x-ray noted acute pulmonary interstitial edema superimposed on chronic disease. An echocardiogram noted an ejection fraction of 50-60%. The aortic valve was reported normal, a mitral valve leaflet was slightly thickened and there was no tricuspid regurgitation. Blood pressure management and intravenous diuresis was administered. The subject was discharged home two days later with a diuretic of 40 milligrams for 5 days. This then changed to 20 mg 3 days a week. At the 30-day follow-up the weight was unchanged volume overloaded did not appear present. Supplemental oxygen was still utilized. However, an electrocardiogram (ECG) identified persistent atrial fibrillation with a rapid ventricular response. Cardiac monitor results obtained at the 30-day clinic visit which indicated >99% in atrial fibrillation. The ECG noted a heart rate of 130 beats per minute (bpm). The 30-day heart rate was reported as stable. An echocardiogram identified a stable gradient with no obvious aortic regurgitation. The ejection fraction was reported as 20-30%. As reported, the atrial fibrillation believed to have caused the dyspnea and fatigue. Per the physician, these events were the result of pre-existing patient related conditions. An electrophysiology consult was expected. The physician reviewed the 30-day ECG and identified a new left bundle branch. A permanent pacemaker was then implanted 32 days following the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the third degree atrio-ventricular block was also identified prior to the permanent pacemaker implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was discharged from the hospital four days following onset and admission due to the congestive heart failure (chf) event associated with the shortness of breath. Per the physician, the chf with shortness of breath were the result of pre-existing patient related conditions and were not related to the valve or the valve implant procedure. A correction report was obtained that reported that a the previously reported new left bundle branch block (lbbb) and complete heart block (chb) did not occur. The cardiologist interpreted the 30-day follow-up as atrial fibrillation (afib) with rapid ventricular response (rvr). As a result of the afib, atrio-ventricular (av) node ablation was performed and a biventricular cardiac defibrillator was implanted. The patient was hospitalized for five days and the afib resolved. The patient had a history of afib and per the physician, the afib with rvr were not related to the valve or the valve implant procedure.